Event description:
Tech alleged that the bed calls the nurse all the time. No pt impact.

Manufacturer narrative:
The tech found the cause to be a foreign substance spilled onto the power control board. The tech replaced the power control board to resolve the issue.